Event description:
In 2008, the sales rep reported that during a kit inspection, it was identified that the tip was sheared off. This malfunction has resulted in an adverse event in the past. There was no pt contact indicated.

Manufacturer narrative:
The event did not occur in surgery. Evaluation is pending.